Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced difficulty recharging the ipg as required by manufacturer instructions. As a result, surgical intervention was undertaken during which time her original ipg was explanted and replaced with a non-rechargeable model. The issue is resolved.